Manufacturer narrative:
Received only the catheter for evaluation. The sample was visually evaluated and no pinch or blockage was observed. The sample was functionally tested using a lab syringe, and the balloon was inflated with 5cc water using normal fill technique. The balloon was able to inflate and deflate. The sample was dissected and did not find anything to contribute to the reported problem. The following results were obtained from the dimensional evaluation: concentricity (full inflation volume) 70/30, eye snip length 3/32¿, eye snip width 1/32¿, eye snip distance from distal cuff 10/32¿, eye snip distance from proximal cuff 10/32¿, rubberize thickness 14 thou, inflation lumen coverage 6 thou, balloon thickness (average) 27.25 thou, reinforcement 195 thou. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "when deflating the balloon, do not aspirate with a syringe.[the inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed]". (B)(4).

Event description:
It was reported that the balloon was difficult to deflate during a pretest.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon was difficult to deflate during a pretest.